Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced chronic pain and recurrence of stress urinary incontinence. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced chronic pain and recurrence of stress urinary incontinence.all other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, oml8080701, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.